Manufacturer narrative:
Eval is in process, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor displayed an error message "pause, cannot fix". The operator turned off the unit, turned it back on, and the error message was still there. The issue was experienced hours before the case was to begin. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the pt.